Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be reviewed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the labeling sticker was not visible on the tyvek seal of the packaging tray. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: the sample was clean, as it was an unopened sample. Both slides were in their initial positions. The needle was noted to bent inside of the packaging tray and creases were found where the needle bend had occurred. It is unknown when and/or how the bend occurred as it was not reported by the user. The labeling sticker was not present on the packaging. However, adhesive residue were found on the tyvek where the label should have been. Medical records review: as there were no medical records provided, a review could not be performed. Image/photo review: as there were no images/photos provided, a review could not be performed.. Conclusion: the investigation is confirmed for device markings issue, as the product labeling sticker was missing from the tyvek on the packaging tray. Residual adhesive was found at the location where the labeling should have been. However, the location of the product labeling is unknown. The definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: how supplied:. The product is supplied sterile and non-pyrogenic unless the package has been opened or damaged. Directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use.